Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during leadless implantable pulse generator (ipg) implant during introduer advancement, significant resistance was encountered, and after multiple attempts it could not reach the inferior vena cava. Implantation was then attempted via the right femoral vein. The operator reported that due to multiple attempts via the left approach, the hydrophilic coating of the outer introducer was worn, and due to the course of the left femoral vein, the outer introducer had slight deformation. The introducer was replaced. Due to the patient¿s history of hypertrophic cardiomyopathy, the threshold and impedance at the low septal and apical positions were too high and could not meet requirements. The position was changed to the mid-high septum. After multiple deployments according to the standard procedure, the leadless ipg could not be fixed at the target position and dislodged after deployment. The leadless ipg was not used and replaced with a transvenous system. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the placement difficulty and dislodgement was related to patient abnormal anatomical structure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.